Event description:
Information received by medtronic indicated that the insulin pump screen had white lines. Troubleshooting was performed and found that the customer reported a partial display. The pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test however, unable to complete a self test due to multiple lines across screen. In this condition, multiple traces on the lcd glass between the lcd controller and the lcd image had been broken, preventing certain horizontal or vertical lines of information from displaying. Upon closer inspection moisture damage was found, isolate to electronic stack. Unit also received with a cracked battery tube, cracked corner of belt clip rails, cracked case, battery tube threads cracked, stained keypad overlay, scratched case, pillowing keypad overlay, and broken trace. In conclusion customer allegations were confirmed during visual inspection when multiple lines across screen were noted due to broken traces, in addition moisture damage was found which was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.